Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The review included a review of the orifice manufacturing documentation. The orifice met the diameter specification, and passed the vision system inspection valve diameter and cuff orientation/style. The valve was built to specification and passed all visual, functional and dimensional inspections and acceptance criteria. There were no non-conformities noted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Device return has been requested. (B)(4).

Event description:
Medtronic received information that this mechanical heart valve was implanted to replace a native aortic valve with four abnormalities, including a lower than normal right coronary artery opening. It was observed at implant that the valve¿s sewing ring covered the right coronary artery opening to such a degree that the heart¿s functionality was impacted. The valve was explanted and replaced with another manufacturer¿s valve, which did not cover the right coronary artery opening. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The serial number was verified to be correct. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications. The clinical observation is attributed to the patient's unique anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.